Manufacturer narrative:
Additional information was received and provided further details regarding the event, as follows: the physician inquired whether false suction alarms could occur in the presence of sensor-related issues. The patient was noted to have sensor drift, with the aorta placement not correlating with the patient¿s a-line pressures. The physician elected to reposition the device, which subsequently resulted in suction alarms. Left ventricular pressures were reported in the 40s/-40s range; therefore, the physician questioned whether these readings could contribute to false suction alarms, as echocardiography indicated the device appeared to be appropriately positioned. Additionally, regarding the status of the device return, it was noted that a request would be made to retain the pump at explant. Return of the console remains pending receipt and availability of a loaner unit. Related report number. This is one of two devices associated with the event. Refer to h10 for related report number(s).

Manufacturer narrative:
D4 primary UDI number was revised. D6a implant date should not of been reported on the initial MDR as this device is not implanted. G2 selection was added as it was inadvertently omitted from the initial report that was submitted.

Event description:
The placement signal not reliable occurred after the previous sensor drift/false suction alarms.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report will be submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The medical doctor called asking if false suction alarms could occur if sensor issues are present. The patient with noted sensor drift where ao placement did not match the patients a-line pressures was noted. The medical doctor decided to reposition which subsequently caused some suction alarms. Left ventricle (lv) pressures were reading 40s/-40s so the medical doctor had questioned if that can cause a false suction since on an echocardiogram device it appeared to be well positioned. No patient harm was noted. The automated impella controller (aic) was showing ao numbers that did not match the art line and lv number that had very low negative numbers. The aic was switched to a backup and with the new aic, the ao matched the art line and lv numbers looked normal. The problem was thought to be the aic by the intensive care unit medical doctors so it was put in a closet for return and examination.

Manufacturer narrative:
B5: added additional information. D6b: added the explant date.

Event description:
The patient survived explant.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. G1 MFR site name, danvers, removed.